Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and the diagnosis procedure got delayed and completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed the geo module failure. Review of the system log file showed geometry ui module errors. The fse found that the root cause was malfunction of the sd1 card and the geo module. The fse replaced the geo module kit. After replacement of the geo module kit, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that there was a geometry module failure. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.